Manufacturer narrative:
Qn#(B)(4). The customer returned an opened ra-04020 set containing a radial arterial (ra) device and the product lidstock for evaluation. The ra device was returned with the catheter fully removed off of the needle and the guide wire fully advanced out of the needle. Evidence of use was observed. The guide wire was observed to have a single kink towards the distal end of the body, where the guide wire was exiting the needle bevel. Significant dried blood was observed in the hub of the device which was preventing the guide wire from advancing/retracting. No damage or anomalies were observed with the catheter. Microscopic examination confirmed the kink in the guide wire body. The distal weld was present and was observed to be full and spherical. No damage or anomalies were observed with the catheter; however, significant dried blood was observed within the catheter body. The kink in the guide wire was located 34 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The needle cannula inner diameter could not be measured as the guide wire was not able to be removed from the needle. The guide wire could not be retracted back into the needle cannula which appears to be due to the significant dried blood observed in the device hub. Microscopic examination of the needle bevel where the guide wire was exiting did not reveal any damage, defects or anomalies. A manual tug test confirmed that the distal weld was intact. A lot number was not provided by the customer, however, a lot number was found on the lidstock of the returned sample. A device history record review was performed on the ra device, including the guide wire, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It cautions the user "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in one location 34 mm from the distal tip. The returned ra device met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the wire is kinked when trying to re-insert to confirm placement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the wire is kinked when trying to re-insert to confirm placement.